Manufacturer narrative:
E1, (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign material was found and it was debris from the scope mount¿s surface coating. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video adapter had foreign material. The issue occurred during reprocessing. There were no reports of patient involvement.